Event description:
It was reported that during a hemorroidectomy procedure, the stapler didn't staple on the left anterior quadrant. The case was completed with sutures. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.